Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced frozen screen. The customer's blood glucose value was 281 mg/dl. The customer stated that the pump was dropped. The customer was unable to run the self-test. The customer was unable to clear pump errors, power loss alarm and program pump. The product was returned for analysis.